Event description:
It was reported that during a coronary artery treatment procedure, a balloon rupture occurred. The 100% stenosed, severely tortuous, moderately calcified lesion was located in posterior tibial artery. Upon 1st inflation, the sterling 1.5mm x 20mm x 143cm balloon ruptured at 6atm. The device was removed, and the procedure completed with a different device. There were no reported complications and the patient condition is good.

Manufacturer narrative:
(B)(4): the complaint device was not received for analysis. The manufacturing batch record review for the reported batch confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)